Manufacturer narrative:
Approximate age of device - 1 year. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the customer was concerned for pump thrombus as the patient¿s lactate dehydrogenase (ldh) was elevated to 600 u/l (baseline =158 u/l) and device interrogation revealed power spikes. The patient was started on a heparin infusion and ldh and plasma hemoglobin returned to normal. A reconstructive and chest CT were performed and neither were read as showing thrombus at the inflow or outflow. The manufacturer¿s technical service representative reviewed a log file submitted on 10jul2017, and confirmed intermittent power and flow elevations. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on heartmate ii lvas. A direct correlation between heartmate ii lvas, and the report of concerning pump thrombus and elevated ldh could not conclusively be established through this evaluation. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.